Manufacturer narrative:
Product complaint #: (B)(4). Dmf# (B)(4). Trade name: (B)(4). Active ingredient(s) gentamicin sulphate dosage form - powder strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infection. A depuy cement was used. No surgical delay. Doi: (B)(6) 2015. Dor: (B)(6) 2021. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous DHR review (B)(4) did not reveal any related manufacturing deviations or anomalies on the reported lot number (8069452).